Manufacturer narrative:
The account replaced the pt hand pendant to resolve the issue.

Event description:
The account alleged the hi/low and knee section are running on their own intermittently. No pt impact.